Manufacturer narrative:
A getinge field service engineer (fse) has advised that the necessary parts were received, and the display was repaired. Subsequently, the fse performed preventative maintenance (pm) including all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the display for the cardiosave intra-aortic balloon pump (iabp) was defective. It was later reported that there was a circular error on the screen. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) has advised that the reported issue was duplicated. The suspected faulty top lcd display assembly has been requested to be returned for further investigation. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the display for the cardiosave intra-aortic balloon pump (iabp) was defective. It was later reported that there was a circular error on the screen. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. After further review it has been determined that the failed display does not require further evaluation by our national repair center (nrc). The evaluation and repair stands as documented in mfg# 2249723-2020-0148.

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) was defective. It was later reported that there was a circular error on the screen. There was no patient harm and no adverse event was reported.